Event description:
During servicing of electrode belt sn (B)(4), which was returned for an unrelated nonconformance, the pins in the trunk cable connector were bent. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent connector pins) has been confirmed. Upon investigation the electrode belt trunk cable connector pins were bent, preventing the electrode belt from connecting to a monitor. The root cause for the bent pins could not be positively identified but was likely physical abuse. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.